Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements consistent with a fracture. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements consistent with a fracture. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. During the procedure, the physician had to pull and cut the electrode to remove it properly, thus causing damage to the coil. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.